Event description:
During an atrial fibrillation (afib) procedure it was reported that the carto 3 had a map shift issue. It was noticed when the lasso catheter was placed in the left superior pulmonary vein the catheter icon was displayed in a superior direction by the diameter of the lasso loop compared to the previous map. It was reported a similar shift was throughout the map. No errors were displayed. The location patches did not appear to have moved according to location setup. A new map was created and the case was continued. The procedure was completed without any patient's consequence. Additional information provided stated the all catheters shifted in relation to map. The map shift was roughly 15-20 mm.

Manufacturer narrative:
(B)(4). During an atrial fibrillation (afib) procedure it was reported that the carto 3 had a map shift issue. It was noticed when the lasso catheter was placed in the left superior pulmonary vein the catheter icon was displayed in a superior direction by the diameter of the lasso loop compared to the previous map. It was reported a similar shift was throughout the map. No errors were displayed. The location patches did not appear to have moved according to location setup. A new map was created and the case was continued. The procedure was completed without any patient¿s consequence. Additional information provided stated the all catheters shifted in relation to map. The map shift was roughly 15-20 mm. After evaluation it was determined the location patch placement was not being performed per bwi instruction for use. Field service engineer reviewed patch placement (i.e. Orientation, location and distance). Field service engineer stated the patch should be placed one up and two down, surrounding the heart, on chest and back. Pm was also performed. Unit was ready for use. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
(B)(4).